Event description:
It was reported by a company representative that a vns patient had passed away and the likely cause of the event was due to a sudep. At the moment good faith attempts to obtain further information from the treating physician have been unsuccessful to date.